Manufacturer narrative:
The reported complaint could not be confirmed. The field service representative (fsr) performed testing on the ccu. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the centrifugal control unit (ccu) had an issue. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.